Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test or verify no excessive no delivery/occlusion alarm due to motor error alarms. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had no delivery or occlusion alarm during therapy. No harm requiring medical intervention was reported. The device was returned for analysis.